Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent sacral colpopexy, perineal rectocele repair, burch colposuspension, suprapubic tube insertion, proctoscopy, cystoscopy, and enterocele repair.

Manufacturer narrative:
Date sent to the FDA: 12/1/2015. It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 1999 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted concurrently with bilateral salpingo-oophorectomy. It was reported that the patient underwent mesh revision on (B)(6) 2000 by dr. (B)(6) due to presacral mesh abscess.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.